Manufacturer narrative:
The coil is damaged and no longer attached to the pusher assembly. The coil proximal constraint ball is not attached to the proximal end of the coil and the coil stretch resistant (sr) wire is broken. The coil returned with a damaged stent device from another manufacturer. The pusher assembly is bent slightly, and the constraint ball is still inside the distal detachment tip (ddt). The pet lock is intact on the proximal end of the pusher. These observations are consistent with an undetached coil. The complaint has been evaluated and confirmed. The complaint indicated that when pulling the coil back, the physician felt the coil stretch, and then break. If the force used to pull back on the coil exceeds the tensile strength specification of the material, this will likely cause the coil to break. In addition, the coil was further damaged when the physician attempted to retrieve the coil, then placed a stent without success, then again attempted to retrieve the coil, tangling the coil wire in the stent and causing the coil to unravel. The root cause of this issue was likely excess tension placed on the coil sr wire when attempting to pull back and reposition the coil. All tested units from this lot met the specification for tensile strength. There is no indication of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician embolized two large aneurysms (10 and 15 mm) in the right and left sides of the brain the same day on (B)(6) 2013. The patient was also suffering a subarachnoid hemorrhage (sah), but the physician could not identify if the bleeding was coming from the right or left sided aneurysm. He started treating the left aneurysm with remodeling technique, when one part of the coil protruded into the parent vessel. He then decided to pull back on the coil without tension and stretched the coil then felt that he broke the coil at detachment zone. It was not possible to push the coil back into the aneurysm. The physician then decided to take out the coil with a snare. He took the proximal part of the coil and pulled back and it broke again (got 2-3 cm of coil only). He could not see exactly what is in the parent vessel and decided to put a stent (leo plus) into the lumen. There was a problem with the stent and it would not correctly open and the stent pusher would not work after a few manipulations. He backed out the catheter and pusher and the stent came out with a nest of filament and wire. There was nothing really visible under fluoroscopy. There was still some coil and filament in the artery, so the physician decided to put a long pipeline to cover the neck of the aneurysm and fix all filaments. The pipeline opened but not completely at its mid section. The physician was worried about the coil filaments in the middle of the pipeline now at the petrous segment of the ica. There was thrombus in the artery. He then used then a solitaire 6 mm to take out all the filaments under fluoroscopy and used the 5max and aspiration into the pipeline to help. At the end he also used a scepter xc balloon to reopen the pipeline correctly. Final control result was ok. The physician then continued the treatment by embolization of the right aneurysm with penumbra coils too. At the end of the packing, he tried a 2x2 and when he controlled, the small coil moved to the mca (m2). He was able to capture it with a 3 mm snare. He finished the embolization with hydrosoft (final subocclusion). Hemorrhage still bleeding at the origin of the neck (not covered by hydrosoft). Because of stent, medication was lavix and kardegic + extra ventricular derivation. The patient's bleed resulted in death (B)(6) days later due to multivisceral hemorrhage/failure. The physician complained because when the sr or internal nitinol reinforced/coiling is stretched and broken, the elongation of these nitinol filament make a very dense "bird's nest" not visible under fluoroscopy and the coil is lost in the vascular system. (Note: after zoom exam, the physician saw the proximal ball of the coil still in the detachment zone of the pusher assembly). The product was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.